Manufacturer narrative:
On 5-jan-2024, the product investigation was completed. It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of an octaray mapping catheter. At the end of the procedure, when removing the catheters there was also char on this second stsf catheter (to a lesser extent than the first) and also on the octaray mapping catheter being used. The operator confirmed he did not believe at any point he was ablating on the octaray splines to cause char. The baseline impedance during the case was around 100 ohms and did not change as expected when char has formed on the catheter tip. The patient had act above 300 throughout the case. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char attached on the spline was observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31107487l and no internal actions related to the complaint were found during the review. The char issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The evaluation determined that char is a physical phenomenon of rf. The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-dec-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 3 reports. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of an octaray mapping catheter. It was reported that midway through ablating with the thermocool smarttouch catheter, that a ¿catheter temperature too high¿ error occurred on the smartablate remote that prevented ablation after ~2 seconds. The temperature rose from ~31¿c to 40¿c before ablation was cut off. Temperature cut off was 40¿c. This happened multiple times. The medical team used 50 w for 15 seconds and dropped down to 40 w for 30 seconds to reduce the 'catheter temperature too high' error, and this helped reduce the errors. The user removed the catheter and inspected it after getting the error a few times. There was significant char on the catheter tip. The operator wiped the char off, flushed the catheter and tried to re-use it. However, the stsf's force sensor was damaged. The user then replaced the catheter for a new st sf and had the same ¿catheter temperature too high¿ error intermittently occurred. At the end of the procedure, when removing the catheters there was also char on this second stsf catheter (to a lesser extent than the first) and also on the octaray mapping catheter being used. The operator confirmed he did not believe at any point he was ablating on the octaray splines to cause char. The baseline impedance during the case was around 100 ohms and did not change as expected when char has formed on the catheter tip. The patient had act above 300 throughout the case. Physician consider that the char was excessive on the first stsf catheter and increased risk to patient. Patient had a stroke after the procedure. The actual timing and location (in hospital or post-discharge) is unknown. The adverse event information and reporting will occur on two other reports for the stsf catheters used in the procedure. It has been noted that the user has applied power levels outside of the recommendations of the instructions for use (IFU). Per IFU for the stsf bidirectional catheter, the recommended power maximum is 45w with a recommended flow rate of 15ml/min for power levels between 31w and 45w. Ultimately, the application is left to the physician's discretion.